Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre discharged check, ra lead dislodgement was suspected. Chest x-ray confirmed lead dislodgement. On (B)(6) 2020, a lead revision was performed, and the same lead was used. The patient was stable.